Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ent/head & neck procedure, the device's plastic was melting. Another device was used to complete the procedure. There was no adverse consequence to the patient.